Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2007 to treat urinary incontinence. Within days of the procedure, the patient started to get bladder infections. The patient was prescribed antibiotics for the infection, but then another one would develop. The patient had tried several antibiotics because some of them caused her to vomit and was eventually changed to nitrofurantoin. The patient then switched to a different urologist because of insurance reasons. The patient stated that she was prescribed hiprex which had helped, but she develops another infection if she stops taking that medication. The patient stated that her bladder may not emptying thoroughly and suspects that may be the cause of her infections. The patient was told by a physician that incorrect placement of the sling may be a cause of her infections. The patient stated that after the sling procedure, her incontinence problem was resolved.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.